Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 11feb2021

Event description:
It was reported to philips that the device does not complete the process of booting up. The device was not in use at the time of the event. There was no report of patient or user harm. This issue was reported during the bench repair and evaluation of the device. An evaluation was performed by the philips bench technician and the reported issue was confirmed and traced to a faulty power supply. The ventilator was returned to the customer not repaired due to the ventilator reaching end of life. No parts were replaced.